Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported sought medical attention at the emergency room (ER) on 26may2025, due to high blood glucose levels over 600 mg/dl. She noticed the pod leaking insulin, which she could smell at the pod site. Symptoms included tiredness, frequent urination, back and stomach pain, nausea, and vomiting. The ER visit lasted 10 hours, and she was discharged on 27may2025. Treatment involved intravenous (IV) insulin, long-acting insulin, and fluid bags to flush out the sugar. A new pod was successfully activated, and she is now receiving insulin and feeling fine. The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
The returned device was evaluated and the device correctly generated an 0x1c alarm indicating the pod reached expiration time after 80 hours of operation. This is a safety feature that does not indicate a device failure. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear.